Manufacturer narrative:
(B)(4).the device has received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the handle assembly, trip wire and extension line were without issue. The bands were intact on the ligator head and were still covered with shrink wrap. The suture loop was detached and not returned. The suture portion attached to the ligator head was broken at approximately 2.5 centimeters from the adaptor ring. A second piece of suture was approximately 9 centimeters long. The suture ends appear frayed and twisted as if undergone extreme tensile force. The condition of the device returned was consistent with the complaint incident that the device suture was broken, as evident of the suture being cut in two places. However, it is unknown if the defect occurred due to customer handling/prep of the device. Therefore the most probable root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a banding procedure performed on (B)(6), 2010.according to the complainant, during preparation, when they were taking up the slack in the trip wire, the suture from the ligation band snapped. The case was completed with a second speedband superview super 7 multiple band ligator.there were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a banding procedure performed on (B)(6), 2010. According to the complainant, during preparation, when they were taking up the slack in the trip wire, the suture from the ligation band snapped. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event.